Manufacturer narrative:
An olympus field service engineer (fse) visited the site to evaluate the device. The fse confirmed that the particles were not captured in the tub, but were captured by the mesh filter during cleaning and draining process. The unit was working properly and all hoses were replaced as part of the preventative maintenance schedule. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed to be black residue, but the type of foreign material was unable to be identified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and no obvious deviations from instructions for use (IFU) were identified. A definitive root cause of the foreign material was unable to be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that black flakes were observed inside of the endoscope reprocessor tub and drain port mesh filter. The issue occurred during reprocessing with no reports of patient harm or patient involvement.